Manufacturer narrative:
An event of left bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported left bundle branch block could not be conclusively determined. The reported surgical intervention, and prolonged hospitalization were due to case-specific circumstances. Following the procedure, a permanent pacemaker was placed, and the patient was hospitalized for rhythm monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis (as). The length of the membranous septum was noted as 4.3mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was implanted at a depth of 3mm on the non-coronary cusp (ncc). Post-procedure, it was noted that the patient required a permanent pacemaker implant due to a new left bundle branch block (lbbb) which resulted a prolonged hospital stay for monitoring of rhythm. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The reporter stated that the event was attributable to the procedure. The patient was reported to have been discharged.